Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, while attempting to cross the lesion with a 0.014" guidewire, upon entry through the arterial sheath, the 0.014" wire was thought to be subintimal. The physician elected to deploy a second stent to cover the area where the wire appeared subintimal. Although there was no evidence of a dissection, the physician elected a secondary stent out of an abundance of caution. No changes in the patients clinical condition after the completion of the procedure.

Manufacturer narrative:
A follow-up MDR is being submitted since the incorrect lot # was initally reported with this MDR. The lot # is unknown.

Event description:
This supplemental MDR is being submitted to correct the reported lot number as the lot number is unknown. There is no change to the initial reported event.